Manufacturer narrative:
(B)(4). The cause of the condition was not determined. A CAPA has been opened to investigate the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The event occurred in (B)(6) 2013. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from november 6th, 2013 to november 7th, 2013. The device was returned for evaluation. Visual inspection identified a particle, 1.7 mm in length, floating in the fluid of the bladder. Fourier transform infrared (ftir) spectrophotometer scanning identified the particle to be of polyester material. Initial evaluation confirmed the reported condition. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon completion of baxter's investigation,or if additional relevant information is obtained, a follow-up MDR will be submitted.

Event description:
It was reported that after production particulates were observed inside a folfusor elastomeric device. This device was filled with fluorouracil. This observation was made just prior to labeling, after the device was filled/manufactured. There was no patient involvement. No additional information was available.